Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and migrated and was associated with caval thrombosis and perforation of all struts outside the wall of the inferior vena cava (ivc). In addition, fracture of the struts was causing partial collapse of the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the ivc, fractured struts causing partial collapse of filter, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic atrial fibrillation, morbid obesity, a fatty liver, hypertension, sleep apnea, arthritis with join pain and gastroesophageal reflux disease (gerd). The patient had recently been admitted with dyspepsia, sleep apnea and bilateral extremity swelling. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism (pe) prior to planned gastric bypass surgery. The filter was implanted via the right internal jugular vein and placed in an infrarenal position without complications. Approximately one month after the filter implantation, the patient underwent their previously planned roux-en-y surgical procedure with a wedge dissection of the liver for hepatomegaly. Diagnostic testing revealed deep vein thrombosis (dvt) in the right common and superficial veins. Approximately one month later, the patient was admitted for mild pancreatitis and dehydration following gastric bypass, related to hypohydration. Approximately a month later, underwent diagnostic testing which noted a filter in situ with no evidence of acute findings. Approximately five years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was at the l2-l3 interspace and was tilted anterior at its¿ inferior end with no contact with the inferior vena cava (ivc) wall. All struts of the filter had perforated the wall of the ivc by up to 3mm. Four medial and posterior struts had fractured and were associated with partial collapse of the filter inferiorly. The CT scan also noted thrombus within the central portion of the filter. The patient indicated that they became aware of these issues two and a half years later and further reported that the filter had migrated and was associated with blood clots, clotting and/or ivc occlusion. The patient further reported having experienced shortness of breath, chest pain, pore suppuration, numbness, weakness, anxiety and depression associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported numbness, weakness and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the inferior vena cava (ivc), fractured struts causing partial collapse of filter, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the medical records: the patient's medical history includes chronic a-fib, bmi 58%, fatty liver, hypertension, sleep apnea, arthritis with joint pain and gastroesophageal reflux disease (gurd). Approximately a month prior to filter implantation, the patent was admitted for dyspepsia, sleep apnea and bilateral lower extremity swelling. Prior to a gastric bypass procedure, the patient had a trapease ivc filter implanted. A venogram was done and the filter deployed in the infra-renal position. There were no reported complications. Approximately one month following the filter implantation procedure, the patient was admitted for morbid obesity and open roux-en-y was performed with a wedge dissection of the liver for hepatomegaly. Ultrasound revealed deep vein thrombosis (dvt) in the right common and superficial femoral veins. Approximately one month later, the patient was admitted for mild pancreatitis and dehydration following gastric bypass, related to hypohydration. Approximately a month later, the patient underwent an abdominal x-ray which noted the ivc filter in place. The film was negative for any acute finding. The following additional information was received per the patient profile form (ppf): the patient became aware of the reported events approximately eight years and nine months post implantation. The patient reports fracture, perforation of the filter struts outside of the ivc, tilt, blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from anxiety and depression. The patient underwent a computerized tomography (CT) scan approximately five years and five months post filter implantation. Approximately two years and six months after the scan was taken, the scan was sent for review. The following information was noted. The superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 3mm. Four medial and posterior struts are fractured which causes partial collapse of the ivc filter inferiorly. Thrombus was seen within the ivc central portion of the filter. Per the implant records, the filter was indicated prophylactically as the patient was at risk of pulmonary embolus. Utilizing sterile technique, ultrasound showed a patent and compressible right internal jugular vein which was punctured under direct real time ultrasound guidance. A guidewire was advanced into the inferior vena cava under fluoroscopic guidance, and a venacavogram was performed revealing no variant anatomy or thrombus in the ivc and localizing the renal veins. The trapease filter was deployed infrarenally. There were no reported complications. According to the information received in the redacted amended patient profile form (ppf), the patient additionally experienced shortness of breath, chest pain, pore suppuration, numbness and weakness related to the filter.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth). Section b3 (event date). Section b4 (event description). Section b7 (relevant medical history). Section d1 (brand name). Section d4 (model, catalog, lot number, expiration date, and UDI number). Section g4 (date received by the manufacturer). Section h4 (manufacturing date). Section h6 (evaluation codes: additional patient codes for occlusion and coagulopathy). Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of chronic atrial fibrillation, morbid obesity, fatty liver, hypertension, sleep apnea, arthritis with joint pain and gastroesophageal reflux disease. The patient had recently been admitted for dyspepsia, sleep apnea and bilateral lower extremity swelling. The indication for the filter placement was reported to be as prophylaxis prior to a planned gastric bypass surgery. The filter was implanted in an infrarenal position without complications. The patient underwent gastric bypass surgery and wedge dissection of the liver for hepatomegaly approximately one month later. Diagnostic testing revealed a right common and superficial femoral vein deep vein thrombosis (dvt). Approximately one month later, the patient was admitted for mild pancreatitis and dehydration. Approximately five years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed the superior aspect of the filter was located at the l2-l3 interspace. The inferior aspect of the filter was tilted anteriorly and was not in contact with the wall of the inferior vena cava (ivc). The CT scan also noted that all filter struts had perforated the wall of the ivc by up to 3mm. Four medial and posterior struts had fractured causing partial collapse of the filter inferiorly. The scan also revealed thrombus within the central portion of the filter. Approximately eight years and nine months after the filter implantation, the patient became aware that the filter had tilted, migrated and that fractured struts had cause partial collapse of the filter. The patient indicated that the filter was associated with perforation of all struts outside the wall of the inferior vena cava (ivc), caval thrombosis, blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced mental anguish, anxiety and depression. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, migration and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. . It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: migration, tilt, perforation of all struts outside the wall of the ivc, fractured struts causing partial collapse of filter, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient's medical history includes chronic a-fib, bmi 58%, fatty liver, hypertension, sleep apnea, arthritis with joint pain and gurd. Approximately 1 months prior to filter implantation, the patent was admitted for dyspepsia, sleep apnea and bilateral lower extremity swelling. Prior to a gastric bypass procedure, the patient had a trapease ivc filter implanted. A venogram was done and the filter deployed in the infra-renal position. There were no reported complications. Approximately 1 month following the filter implantation procedure, the patient was admitted for morbid obesity and open roux-en-y was performed with a wedge dissection of the liver for hepatomegaly. U/s revealed dvt in the right common and superficial femoral veins. Approximately 1 month later, the patient was admitted for mild pancreatitis and dehydration following gastric bypass, related to hypohydration. Approximately 1 month later, the patient underwent an abdominal x-ray which noted the ivc filter in place. The film was negative for any acute finding. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 8 years and 9 months post implantation. The patient is reports fracture, perforation of the filter struts outside of the ivc, tilt, blood clots, clotting and/or occlusion of the ivc. The patient also reports suffering from anxiety and depression. The patient underwent a CT scan approximately 5 years and 5 months post filer implantation. Approximately 2 years and 6 months after the scan was taken, the scan was sent for review. The following information was noted. The superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 3mm. Four medial and posterior struts are fractured which causes partial collapse of the ivc filter inferiorly. Thrombus was seen within the ivc central portion of the filter.